Event description:
Depuy cement was opened, non sterile inner pouch was put into sterile field.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.